Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx stents were implanted into the graft of the right pda and one resolute onyx stent was implanted into the proximal cx. An angio was performed on the same day and a dissection grade c was noted at the stent location of the graft of r-pda. No action was taken.

Manufacturer narrative:
It was reported that no dissection occurred. Vein graft angio shows no linear dissection or contrast staining. The lumen is diffusely diseased and irregular. If information is provided in the future, a supplemental report will be issued.